Event description:
Further follow-up revealed that the reported high impedance was first noted in november 2005. The elective replacement indicator resulted in no indicating that the device was notnearing end of service. X-rays were taken prior to surgery (ap and lat chest/neck views) but review by physician did not reveal any abnormalities andno apparent breaks or disconnections werenoted. During the explant surgery, the surgeon noted that the lead had a crack in the plastic tubing. The generator was also replaced. The patient's new device was turn on after the explant surgery. The patient's apneic seizures have returned to baseline and her daily complex partial seizure remain unchanged. The lead and generator were disposed of after the explant surgery, therefore, the cause of the event is unknown. Possible causes of high impedance include: broken lead, patient movements, bad connection, electrode to vagus nerve interface, generator approaching end-of-service, physician/patient training, possibility of damage during mfg., design durability or corrosion.

Event description:
Reporter indicated that pt underwent ncp system replacement surgery due to high lead impedance test result at previous office visit (dc-dc code7, unk whether output status was limit). Both the lead and generator were replaced. Investigation to date has been unable to determine whether the high lead impedance result was due to generator battery end of life or due to possible device malfunction (lead break, generator/lead connection issue, lead/nerve interface problem) because no response has received to manufacturer's requests for additional info from treating neurologist (via email x1, via telephone x1). Additionally, device tracking info was not forwarded to manufacturer at the time of initial surgery and attempts to obtain it have been unsuccessful to date.